Event description:
Device malfunction: needle deployment incomplete. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the physician attempted to deploy the device; however, only 3 of the 4 needles deployed. The physician performed the "needles back-down" technique and rewired and attempted deployment again, but was unsuccessful. A second prostar device was used with the same results. The "needles back-down" technique was performed and the device was removed. Hemostasis was medically achieved using eight sutures. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer report the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 - prostar xl (part #12322-02; lot #unk), is being filed under medwatch report #2953144-2008-01659.